Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a continuous glucose monitor (cgm)/pump data outage showing three lines and no readings while driving with intermittent connectivity after exercising with the pump on. The user noted a rapid low blood glucose to approximately 50¿70 mg/dl and treated by eating dinner and announcing a larger-than-usual meal, and education was provided to sync data when on a stable wi-fi connection. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available due to insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.